Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. After how long post-op did the patient experience pain? Name, strength and dose of the pain medicine prescribed? Any other symptoms noted? Patient demographics and medical history were allergy tests completed? Results? Patient¿s present condition.

Event description:
It was reported that a patient had a quadruple heart bypass procedure in (B)(6) 2017 and suture was used on the incision. After the procedure, the patient started experiencing pain, radiating across the chest and arms. The patient returned to the doctor and was prescribed pain medication. The patient is still experiencing pain. The patient is currently seeing a specialist for a possible allergy to the alloys in the suture. Additional information has been requested.